Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced false air in line alarms which were not reproduced. The alarms were confirmed through review of the event history log and were found to be caused by a cracks on the tail pins of the upstream sensor. The failed upstream sensor was replaced. Add'l info - cracks.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.